Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery, and that the customer experienced high blood glucose. The customer's blood glucose was 8.9 mmol/l. The customer was advised to disconnect at the quick release and was assisted with doing a 5.0 unit fixed prime. The customer stated that insulin did exit and found that the infusion set cannula was bent. The customer was advised that the alarm may have been caused by the bent cannula. The customer was advised to change the entire infusion set and to return the infusion set for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.